Manufacturer narrative:
The information provided about the incident date with the initial report was incorrect. The correct information has been included with this report.

Event description:
It was reported that the incident was (B)(6) 2019.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they received emergency medical assistance due to low blood glucose on (B)(6) 2019 with blood glucose of 49 mg/dl at the time of the incident. The customer was at 300 mg/dl at the time of admission. The customer used sugar and was given fluids to treat. The customer did not mention any symptoms. The customer was wearing the insulin pump during the incident. The customer mentioned they have cancer which may caused the low. Troubleshooting was not completed as the customer declined. The insulin pump will not be returned for analysis.